Manufacturer narrative:
B3. Date is estimated; year is valid. Section d references the main component of the system. Other medical products in use during the event include: brand name: surescan; product ID: 978a128 (lot: va28lbd); product type: 0200-lead; implant date (B)(6) 2020. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the ins was no longer operating and hadn't been used since 2021. The patient stated that they had issues with charging the ins, and when they moved from florida to michigan, they went to the healthcare provider (hcp) for pain. The hcp told them the ins leads were not on the proper place. The patient also stated that they had done several x-rays to their ins. The patient also mentioned that they have had several mris since 2021, and that they had no problem with their ins being not charged. The agent reviewed MRI guidelines. The agent documented the reported events and redirected to the hcp to further address the issue.